Event description:
A (B)(6) male underwent left leg angioplasty in popliteal on (B)(6) 2012. The wire in the extra-vascular space was stuck. The physician gave a gentle tug and the end broke off. The tip of the wire was retrieved with ensnare, snare also included with return.

Manufacturer narrative:
(B)(4). The device was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the event description does not offer any clues as to a cause, however, the age of the patient (B)(6) makes difficult anatomy a likely explanation. In the absence of more definitive evidence the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, no actions are necessary at this time as there is insufficient risk.